Event description:
Device malfunction: difficult to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the star close se device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, it was very difficult to advance the thumb advancer. Hemostasis was achieved using manual compression. There were no pt effects reported. Though requested, no add'l info was available.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: evaluation of the returned device found the device was fully clip deployed with the sheath completely slit and undamaged. The clip was returned with the device captured in the vessel locator wings and the locator wings were collapsed. The thumb advancer had been unlocked and retracted 2.5cm proximal of the finish window. The unlocking and retraction of the thumb advancer is consistent with the steps taken if the device is difficult to remove after clip deployment; however, a difficult device removal was not reported. During the internal examination, no flex-guide shaft carving was detected. Based on the investigational findings. The probable root cause for the difficult thumb advancement is compaction of subcutaneous tissue between the distal end of the tube set and the locator wings during thumb advancer deployment. This may create resistance during thumb advancement. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.